Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i catheter tip was feathering. This occurred on 4 occasions. The following information was provided by the initial reporter: it was reported that the nurse stated that the tip of the catheter had some feathering at the tip.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. The reported issue was not confirmed upon inspection of the samples. Bd determined that the lines of stress found on the catheter tip are normal. The stress lines occur during the forming process of our catheters, and they do not affect the function of the product. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i catheter tip was feathering. This occurred on 4 occasions. The following information was provided by the initial reporter: it was reported that the nurse stated that the tip of the catheter had some feathering at the tip.